Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Additional information received from the field representative confirmed that a culture of the tissue was performed but was not able to confirm the result. Evidence suggests the system remains implanted and in service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.